Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and there was contamination on the force sensor shim. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the black box contains dates from (B)(6) 2012. The black box not available for (B)(6) 2012. The pump was exercised for 24 hours on a one unit per hour basal program with no alarms. The force sensor calibration was out of specifications. There was evidence of contamination around the shim. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.